Event description:
Welch allyn connex 6800 vital signs monitor fell off the wall mounted arm and adapter bracket. This is the 3rd time in 4 months that this has occurred in one patient care area (floor a1) which has 28 of these wall mounted monitors. It appears that over time, through normal manipulation of the monitor, the thumbscrew, that secures the monitor to the bracket, loosens and the bracket becomes bent. This allows the monitor to release from the bracket and fall. These are mounted at the head of the patient bed and can fall on patients and clinical staff. One of the 3 that has recently fallen, injured a nurse. In another inpatient area (floor a2), the mounting brackets on 6 of the 30 monitors had to be replaced during the month of (B)(6) 2024 to prevent these monitors from falling. Reference reports: mw5153906, mw5153907.